Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adjustable balloon system include: balloon deflation and subsequent replacement.

Event description:
The patient underwent implantation of the spatz 3 adjustable intragastric balloon, lot: 220316, at the end on (B)(6) 2024, and 600ml of saline solution + methylene blue were introduced without complications. On the day of the procedure, she weighed around 140kg. She had good weight loss results during the use of the balloon, however, due to her very high bmi, she needed and was interested in performing the adjustment to increase the balloon volume of november. However, on (B)(6) 2024 in the morning, the patient presented sudden abdominal pain in the epigastrium and immediately afterwards eliminated blue urine. The patient immediately contacted the attending physician, reporting the incident and denying abdominal trauma. Thus, on the same day, at the end of the day, an emergency upper digestive endoscopy procedure was performed, where it was identified that the prosthesis was completely lacerated with total exposure of the internal tail. In the endoscopic examination of the patient in question, there were no changes in the gastric mucosa and the procedure to remove the prosthesis was completed without complications. No other balloon was implanted, and the patient is still waiting for a new prosthesis to be reimplanted so that she can resume her treatment for morbid obesity.